Event description:
It was reported that the system stored untreated episodes due to the oversensing of noise. This occurred just a few days post-implant. A visual inspection of the device pocket noted a big bubble right over the sight of the pulse generator. While the doctor pressed on the bubble, noise was noted on the electrograms. The low energy system impedance was less than 30 ohms. A shock almost occurred during testing but was diverted by the doctor. The doctor elected to explant and replace the pulse generator. A new device was successfully implanted onto the original electrode. There were no additional adverse patient effects.